Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
A clinical educator reported ¿PICC line was being pulled back to be in a mid-line position when the PICC nurse went to redress the line and remove the old temporary dressing, line seemed the shear in half. Please research if this has been an issue with this product at other facilities. We have not had this happen to us before.¿

Manufacturer narrative:
We conducted a thorough review of the manufacturing and inspection records for this lot and found no deviations or non-conformances. No samples were returned from the customer for review. Additionally, no photographic or visual evidence of any kind was provided, which would have allowed the allegation to be reviewed. Without necessary evidence, we are unable to perform a thorough investigation or determine a root cause and corrective action currently. As a result, no corrective action is required at this point. However, if samples are returned later, we would be happy to reopen this complaint for re-evaluation. Additional information provided in h.6. And h.11.